Event description:
Additional information was received on (B)(6) 2012 indicating that x-rays were not performed. The physician indicated that the decreased perception of stimulation may be related to the high impedance however he was unsure. There were no medication changes or other causes reported. Revision occurred on (B)(6) 2012. Attempts for product return have been unsuccessful to date.

Event description:
An implant card was received on (B)(6) 2012. The implant card indicated that there was a lead discontinuity and that lead impedance was high with a dc/dc = 7 prior to replacement. The explanted products were returned on (B)(6) 2012, however analysis is not yet complete.

Event description:
Analysis on the explanted lead was completed on (B)(6) 2012. During analysis a break was identified in the positive coil. Scanning electron microscopy of the positive coil shows that pitting or electro-etching conditions have occurred at the broken end. The appearance of the positive coil main end suggests a stress-induced fracture has occurred in one of the broken strands. Also, inspection of the positive coil mating end indicates a stress-induced fracture has occurred in at least two of the broken strands. Also, one of the strands shows what appear to be secondary stress fractures in the vicinity of the broken strand. However, due to pitting, surface contamination and/or mechanical distortion the initial fracture mechanism of the other remaining wires of the main and mating end cannot be determined. Additionally abraded openings were observed in the inner and our silicon tubing, and remnants of what appears to be dry body fluids were observed inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis on the explanted generator was also performed. During analysis, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported on (B)(6) 2012, that the patient was found to have high impedance at a surgery consult that day. The patient had previously been referred for a prophylactic battery change due to the amount of time implanted, and at that time, the high impedance was unknown, however it was indicated that the patient had been feeling a decreased perception of stimulation. During the surgery consult the surgeon found high impedance during diagnostic tests. The patient had not experienced and increase in her seizures and there was no pain. There were no reports of falls or other events that could have contributed to high lead impedance. The patient has been referred for a full revision. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. If implanted, give date: corrected data - the implant date was incorrectly reported on the initial report.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.